Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced reagent probe 2 transducer. The cause of the discordant, falsely low ezcr result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low enzymatic creatinine (ezcr) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) who questioned it. The sample was repeated on an alternate dimension exl with lm instrument, resulting higher. The sample was then repeated on the original dimension exl with lm instrument, matching the alternate instrument result. The repeat result from the original dimension exl instrument was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low ezcr result.

Manufacturer narrative:
The initial MDR 2517506-2017-00281 was filed on march 22, 2017. Additional information (04/13/2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated that the customer is processing tube samples outside of tube manufacturers recommendations. The cause of the operator centrifuging samples for 5 minutes and not 10 minutes at 5000 revolution per minute (rpm) as recommended by the tube manufacturer is failure to follow instructions.